Event description:
Philips received a request for onsite service regarding a v60 ventilator. It was reported that the patient's o2 (oxygen) saturation dropped down to a critical level, and the heart rate dropped to the 30's. CPR (cardiopulmonary resuscitation) had to be administrated on the patient, who is currently fine. The biomed requested the v60 device to be checked out. A service engineer (se) was dispatched to the customer site. The diagnostic report (drpt) or event log was reviewed, and no failures were observed. The se noted that the device was turned on in ventilation mode, and an o2 and test lung were connected. The se allowed the device to run for 15 minutes, and the device was working without any pressure dropping. The se performed complete test & verification. The device passed all tests. It was determined that the system met the specification for the performed service and was returned to use. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on information available at this time, a philips clinical expert assessed the alleged harms as not related to the device in this case, and that the device did not cause or contribute to a serious injury or death. Due to the allegation of harm, further information has been requested from the customer.

Manufacturer narrative:
Information was received that a determination was made by the staff that the issue was caused by user error and was not a device malfunction. The customer did not provide further details on the incident despite attempts to gather further case information. The alleged spo2 drop into the 30s and CPR being administered remains assessed as unrelated. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.